Event description:
Customer called reporting a button error alarm on his insulin pump. His blood glucose is 203 mg/dl. The device was exposed to moisture. The alarm occurred right after being exposed to moisture. Customer states a button was pressed for three minutes or longer while he was sitting. The buttons are currently working. Customer was advised to monitor the device and call if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.